Manufacturer narrative:
The customer¿s experience of an overinfusion was neither confirmed nor replicated. Upon inspection, the platen was observed to be damaged at the upper hinge (platen date code = 09/16) the pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification when tested as received with the broken platen. Although the returned pump module passed rate accuracy testing with the broken platen, previous investigations have shown that devices with broken platens at the upper hinge can over or under infuse depending on how the broken platen is seated when the door is closed. The probable cause of the heparin overinfusion was a broken platen. Although testing failed to replicate the uncontrolled flow condition prior investigations indicate that the uncontrolled flow will occur depending on how the platen is aligned when the door is closed. With the platen post broken/separated the platen will not always align properly when the door is closed.

Event description:
It was reported that an over infusion of an unspecified medication occurred. The customer later stated that there were no adverse effects caused to the pediatric patient form the event.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient age and dob requested but not provided.

Event description:
It was reported that an over infusion of an unspecified medication occurred.